Manufacturer narrative:
There is a likely causal association between peritoneal dialysis therapy with the liberty select cycler and the patient¿s worsening of pre-existing inguinal hernia warranting further hernia repair. However, at this time there have been no reported allegations of a liberty select cycler malfunction or deficiency associated with the patient¿s hernia event. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. The serial number is unknown, could not complete a device history review.

Event description:
A peritoneal dialysis nurse reported a patient on continuous cycling peritoneal dialysis therapy (since (B)(6) 2018) was hospitalized for hernia symptoms. During follow-up it was discovered the patient had a pre-existing inguinal hernia with symptoms (unspecified) that developed in 2015 and required repair (prior to start of peritoneal dialysis therapy). The patient¿s inguinal hernia has worsened and the patient needs further hernia repair (scheduled for the end of (B)(6) 2018) and transitioned to temporary hemodialysis therapy.